Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B) (4) and the importer (B) (4). The device history file was reviewed and indicated that the device was released pursuant to its specifications. The device was not returned for evaluation and no conclusion could be drawn based on the very limited information we have regarding this event. Leaks are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
The patient underwent lap converted to open surgery on (B) (6) 2010. End to end anastomosis was performed with the car device, 12-14cm from anal verge with a reported leak.